Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of a -10.5/1.0/098 (sphere/cylinder/axis) was implanted upside down into the patient's right eye (od) on (B)(6) 2022. The lens was intraoperatively implanted and removed. On (B)(6) 2023, a replacement lens was implanted and the problem was resolved. Cause of the event is unknown.